Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: the patient was pre-operatively diagnosed with: incomplete cord injury due to l2 burst fracture. Loss of lordosis and advancing kyphosis involving l1, l3 interval. Retained retropulsed bony fragment l2 and underwent the following procedures: anterior l1 to l3 lumbar fusion. Anterior l1 to l3 lumbar instrumentation using screw/plate system. Anterior intervertebral cage instrumentation l1 to l3. Anterior lumbar interbody fusion using local autologous bone and bone morphogenic protein. Anterior osteotomy and discectomy l1 to l3 involving l2 vertebral body. Anterior decompression neural element l2. Harvesting of local autogenous bone for bone grafting. Use and supervision of fluoroscopy for pedicle fixation. As per op-notes, ¿we went ahead with placement of the plates onto the body of l2 and l3. We then used the screws that we had placed to distract the l2 through l3 interval. This allow us to then take the appropriate measurement, cut the cage and place the cage into the anchoring rootplates. A 25 millimeter anchoring footplates were utilized and 18 millimeter diameter cage was utilized. We were able to fill this cage with bone graft material and bmp. It was slid down into the anchor plate. After we determined that we have good lordosis we placed a 14-degree lordotic curve on the anchor plate distally and a 15-degree lordotic curve on the anchor plate proximally. Appropriate distraction was carried out. The cage was set into the anchor plate.¿ on an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.